Event description:
Healthcare professional reported patient developed peritonitis after using the uv flash device. Healthcare professional also stated pt. Was receiving alarms on the device and continued to use the device and ignored the alarms. Outpatient treatment consisted of 1 gram of vancomycin one time a week for six weeks. Microorganism present was staphylococcus aureus.